Event description:
The facility reported an infusion pump on which the pt pulled the tubing out causing a free flow. The event was reported to have occurred during pt use. The hospital rep. Stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.